Manufacturer narrative:
Additional information - block a3, a4, d4 (serial #, lot #, exp. Date, UDI), d6a, d6b, d8, d9, e1 (reporter name, email, phone), e3, h4 . Investigation: visual inspection: the following observations were made during the visual inspection: - outside of the reservoir are deposits visible - the piece of the distal catheter is not from christoph miethke gmbh & co kg permeability test: the test showed that the progav 2.0 shunt system is permeable. Adjustability test: the progav 2.0 was found to be non-adjustable within the specified range. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, as detailed in section "adjustability test" an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valves. After dismantling of the valves, some deposits were found in both valves. Results: we would like to note in advance that the returned product was implanted after the expiration date of the shunt system. *expiration date: august 6, 2019 * implantation date via questionnaire: december 1, 2019 based on our investigation, we are able to substantiate the claim of "non- adjustability". We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
The investigation is still pending. When additional informations are provided, a follow up will be provided in a supplemental report.

Event description:
The fx352t shunt was not able to be shunt was not able to be adjusted from 5cmh20 to 10cmh20 by the surgeons. Several atempts were made. Additional patient information: patient is 7 years old and was diagnosed with nph. Shunt was inplanted 12 months ago. It has been confirmed that the patient has had a fall on the side in which the product was implanted.